Event description:
Related manufacturer reference number: 2017865-2023-94993 related manufacturer reference number: 2017865-2023-94994 it was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead exhibited a loss of capture and poor sensing, and the atrial lead exhibited decreased p-wave amplitude sensing. A chest x-ray was performed and identified that both leads were dislodged and that the pacemaker had migrated. Both leads were explanted and replaced and the pacemaker was repositioned on 6 dec 2023. The patient was in stable condition.